Event description:
Reportedly, the instrument's jaws would not open to release the tissue. Subsequently, the surgeon decided to use another instrument to transect around the initial device and remove it from the site to complete the case without further incident. Procedure: lower anterior resection.